Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient felt that her stimulation had shut off. The patient shut off the stimulator and then felt jolts of electricity in her spine (not expected paraesthesia in her legs/low back) and her toes tingled. The patient stated she had been moving around a lot and was being tested for pregnancy the following day. The patient was seen by her physician who indicated the cause was that the patient had charged 4 days prior only to 50%, which was why it had stopped working. It was stated to not be device related and that the patient recovered without permanent impairment.